Event description:
It was reported that the bd syringe plastipak 10ml s/su had leakage. The following information was provided by the initial reporter: please find the technical complaint regarding the bd 10 ml ll syringe, batch 5147412, invoice no.(B)(4). In view of previous incidents involving piston breakage and leakage during use, we request that, if possible, the company send a representative to the site to conduct training with the instrument, in order to provide guidance on the correct handling of the product and prevent further incidents. We look forward to hearing from you urgently regarding the possibility of scheduling the training. The client reports that the plunger broke and there was leakage during use with the 10ml ll syringe. 990172 delay in the procedure and leakage of solution during use. Additional information received on 19nov2025 email follow up: could you confirm how many units of the product had the problem/defect? More than one unit, some being discarded, we do not have the exact number, but it was more than ten units. When was the problem/defect identified: before, during, or after use? During use. Was there any damage to the patient's health? If so, please explain in detail. No. Was the incident reported to anvisa? If so, what is the notification number? Yes: (B)(4). Could you provide photo samples and/or videos of the product showing the defect? The healthcare team did not film it. Is the sample related to this incident available for analysis? Yes. Additional information received on 19nov2025 email follow up: in the previous email, it was mentioned that batch 4234814 had the same leaking problem. Could you confirm whether this leaking problem was previously reported to bd? No response. Was anvisa notified? If so, what is the notification number (for batch 4234814)? Yes. (B)(4). Done on 10/29/2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Complete review of the DHR (device history record) was performed, as well as an analysis of maintenance records and quality notifications. No deviations associated with the batches involved were identified. We received the samples sent for evaluation and performed leak tests on all pieces made available. None of them showed leakage during the tests conducted. It is important to note that all samples received were packaged, and the customer did not send the specific piece in which the leakage was originally detected, which limits the completeness of the investigation. Based on the information available at this time, it is not possible to confirm the validity of the complaint. We emphasize that our manufacturing process is validated according to defined acceptance criteria and is subject to continuous monitoring. The reported incident will continue to be monitored for potential trend assessment. As this occurrence does not exceed the acceptable quality limit (aql) for the batch, no additional corrective or preventive actions are recommended at this time.

Event description:
No additional information provided.